Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - screws: 6.5 mm and 7.3 mm cannulated /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: customer quality investigation: the device was not returned. A photo-investigation was performed on the x-ray images. Upon inspecting the x-ray images provided, it was observed the screw was broken. However, the root cause of the breakage cannot be determined based on the available images. Also, the allegation of embedded device cannot be confirmed as no postoperative x-ray images were provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion: the complaint condition can be confirmed during photo investigation as the screw was broken. However, the embedded device allegation was not confirmed as there were no postoperative photos or x-rays provided. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient will undergo removal of broken unknown cannulated screws on (B)(6) 2021. The patient outcome was unknown. Concomitant device reported: unknown washer (part# unknown, lot# unknown, quantity unknown). This complaint involves three (3) devices. This report is for (1) unk - screws: 6.5 mm and 7.3 mm cannulated. This report is 3 of 3 for (B)(4).